Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when a bolus was given, blood glucose would go high before it goes down. Customer's blood glucose was 600 mg/dl. Customer inquired on insertion site and was advised to consult healthcare professional. Customer reported of inserting into the abdomen for 20 years and may have an issue with scar tissue. Customer was advised that sample infusion sets would be sent.